Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a 45-day follow-up procedure. The imaging showed that there was a thrombus present on the threaded insert of the device. The closure device was still in the correct position with no movements noted. The patient's medical regiment was switched from xarelto to lovenox. There were no consequences that were reported to have occurred from this event and the patient is expected to make a full recovery.